Event description:
It was reported that during a scheduled skull base surgery the surgeon broke 9 burs. "A majority of the breaks occurred with the neck completely snapping off, with the drill bit getting stuck in the patient's sinus. I would then have to retrieve it with a forceps. Other times it would make a sound, then sputter, and spin only partially." There was no reported patient injury.

Manufacturer narrative:
Upon final review for completion, it was noted that the aware date was reported incorrectly. The correct aware date is (B)(4) 2012.

Manufacturer narrative:
Upon final review for completion, it was noted that the aware date was reported incorrectly. The correct original aware date is (B)(4) 2012. This was noted on 09/14/2012.

Manufacturer narrative:
(B)(4). The product was not returned to the manufacturer for evaluation. Conclusion: was entered to facilitate emdr submission. (B)(4). The information reasonably suggests that the device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. With no reported injury and lack of information this event is being filed as an adverse event/ product problem. Device description - the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and magnum microdebrider handpieces. Blade and bur accessories are available for resection of soft tissue and bone for surgical procedures. Use of accessories depends on the intended application and patient needs. Sharp-cutting powered accessories induce bleeding and removal of significant tissue and bone. Excessive pressure applied to bur may cause bur fracture. Should a bur fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the patient. Bur fragments that are not removed may cause tissue damage to the patient. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.